Manufacturer narrative:
The customer reported that they are seeing blank central nurse's station (cns) monitors in their ICU and medsurge dept. They also said that they unplugged and reseated the cables for the medsurge cns, which allowed both of them to power back on. They think someone might have bumped the cns in medsurge, which reflected a blank screen on the cns in the ICU, since they are mirror image of each other. Cns monitoring was down for 20 minutes. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. Attempt #1: (B)(6) 2021 called the customer to the provided telephone number for all items under the no information section. No call-back was received. Attempt #2: (B)(6) 2021 called the customer to the provided telephone number for all items under the no information section. No call-back was received. Attempt #3: (B)(6) 2021 called the customer to the provided telephone number for all items under the no information section. No call-back was received.

Event description:
The customer reported that they are seeing blank central nurse's station (cns) monitors in their ICU and medsurge department they also said that they unplugged and reseated the cables for the medsurge cns, which allowed both of them to power back on. They think someone might have bumped the cns in medsurge, which reflected a blank screen on the cns in the ICU, since they are mirror image of each other.

Manufacturer narrative:
Details of complaint: the customer reported that the monitor screens on the central nurse's station (cns) were blank in the ICU and medsurge departments. They reseated the cns cables, which resolved the issue. They thought that someone may have bumped the cns, causing the issue. Cns patient monitoring was down for 20 minutes. No patient harm was reported. Investigation summary: following the initial troubleshooting, the customer reported that the issue had been resolved. The customer was able to resolve the issue by unplugging and reseating the cables. The possible root cause of the problem was a loose or unplugged cable in the kvm switch that caused both monitors to go down simultaneously. There is no evidence of an nihon kohden device malfunction.

Event description:
The customer reported that the monitor screens on the central nurse's station (cns) were blank in the ICU and medsurge departments. They reseated the cns cables, which resolved the issue. They thought that someone may have bumped the cns, causing the issue.